Event description:
The customer reported a malfunction after accidentally bumping the pump against her car. The incident did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support provided instructions for resetting the pump, and the customer successfully reset the malfunction code. There were no further occurrences of the malfunction code after the reset. The customer was advised to continue using the pump and was instructed to call back if any issues recur, which she understood.